Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an error in the motor detected by reading an unexpected value from hall sensor alarm and they were unable to clear alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed. The customer will discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
S/w version 6.5w. Retainer ring = black. Pump case type: ngp. Customer returned pump due to pump error 43 on event date of 18-dec-2022. Unit passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. History/trace files downloaded successfully using thump software. Pump error 43 was present in the history download on event date of 12/18/2022 at 22:16:46.000. Unexpected pump error 53 was also noted in the history download on event date of 12/18/2022 at 23:20:21.000 (file number = (B)(4), line number = 418). Problem isolated to the electronic assembly as per global logic analysis. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1. Tested with a test p-cap and the test p-cap locked in place properly. The motor was tested outside of the device on the ngp stb3 and passed. The following were noted during visual inspection: scratched case, pillowing keypad overlay, battery tube threads - cracked, cracked case, cracked case (battery tube), serial number label faded, damaged display window cover. Pump error 43 confirmed due to moisture damage on pcba 1. Pump error 53 due to hardware error and isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.